Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was very diabetic and had severe neuropathy. The patient had been falling a lot and the last fall in (B)(6) 2018, was thought to have jarred the stimulator. It looked like the stimulator was bugling out recently in the last three weeks or so. The patient's health was reported to be much worse over the years. The health care provider (hcp) had been contacted and recommended meeting a representative to check the device before the hcp worked with the patient for the reported issues. The hcp in contact with the patient did not work with neurostimulators. Listings for hcps who work with devices were provided during the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that steps taken to resolve the stimulator being jarred and bulging out was they called their doctor and have an appointment with them on 2018-(B)(6) it was reported that the patient weighed (B)(6) pounds at the time of the report. No further complications were reported/anticipated.